Event description:
It was reported that there were concerns of premature battery depletion (pbd) on this pacemaker as the estimated battery longevity decreases four and a half years in less than six months. Data analysis was requested. Data analysis identified a code 1003, potential high impedance within the battery. Technical services (ts) recommended continued monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.